Manufacturer narrative:
(B)(4). The device was returned and evaluated. A review of the service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A review of the device service history revealed no issues that could have caused or contributed to the patient passing away. A review of the device logs did not confirm the reported problem. An external and internal visual inspection was performed with no problems found. A functional test and electrical test were performed and passed. The device pneumatic system revealed no leak and all pressures were correct & stable. The device passed seal, purge, and wet disposable integrity tests. No failure or malfunction was identified that could have caused or contributed to the reported problem. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A event history log review will be performed. Should any relevant information be obtained from this review that is related to the reported event or through other means, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed pd therapy with a homechoice (hc) device passed away due to an unknown cause. It was reported that the pt was not in her town when she passed away. It was not reported whether the pt was hospitalized prior to death. Pd therapy was ongoing until the time of death, however, the pt was not on the hc at the time of death. Additional information was requested but is not available.